Event description:
The patient reportedly developed an infection after a skin flap thinning procedure. The patient was reportedly prescribed oral antibiotics (unk) for one month. The patient was advanced bionics in the process of gathering more information. Once more information is obtained a supplemental report will be submitted.